Event description:
Customer reported the system is displaying a low ma error message and intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, upgraded the system software, replaced the ffb and gib boards, and aligned the collimator. System operates as intended.